Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and found no loose cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument was found to have a frayed grip cable at the distal end. The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed electrical continuity. No thermal damage was observed. This failure is commonly caused by mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. System logs showed that the instrument was last used on system number sk2153 on (B)(6) 2020 and it had 6 lives remaining. Based on the information provided at this time, this complaint is being reported because the instrument had conductor wire damage without any claim of mishandling or misuse. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had a loose cable and did not rotate properly. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that the incident was over a month old, and her staff could not recall specifics for that case. They assumed that all was well with the patient and the procedure. The issue was noticed once the instrument was introduced under magnification from the robotic camera.